Event description:
It was reported that an asymptomatic patient presented to the hospital for scheduled followup. Upon interrogation, the pulse generator exhibited back up vvi operation. A software download was unsuccessful. The device was explanted and replaced.